Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The test (B)(6) battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected post-reset ram crc, history pointers failed, or trace pointers are invalid alarms were noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.